Manufacturer narrative:
Submitted: 08/07/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 07/17/2017 with the following findings: device evaluation: on investigation, the battery compartment was cracked and the pump alarmed with a call service alarm during power up. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a case/condition and a call service alarm issue. This report is made based on results of investigation completed on 07/17/2017.